Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17708874l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: soundstar eco sms 8f catheter, us catalog #: 10439011, lot #: e8077812. Pentaray navigational catheter, us catalog #: d128211, lot #:17719010l. Thermocool smarttouch bidirectional sf catheter, us catalog #: d134801, lot #: 17708874l. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, after left atrial geometry (lag), esophagography, soundmerge, and left atrial voltage mapping, ablation was performed on the right pulmonary vein with thermocool smarttouch bidirectional sf catheter # 1. Impedance readings were 250-500 ohms at the left atrial roof and 130-150 ohms at the bottom of the right inferior pulmonary vein (ripv) and the left atrial body. Indifferent electrode, cable, and thermocool smarttouch bidirectional sf catheter were exchanged without resolution. Subsequently, while using thermocool smarttouch bidirectional sf catheter # 2, decreased cardiac movement and a pericardial effusion were detected via intracardiac echocardiography (ice). Pericardiocentesis yielded an unspecified amount of fluid and the patient condition improved. There is no information regarding extended hospitalization. Patient fully recovered. It was noted that the patient coughed forcefully during lag and esophagography. It was also noted that the drained blood was visualized via angiography, leading the physician to suspect that the left atrial roof had been perforated by the guiding sheath during lag and esophagography. Patient factors cited that may have contributed to the adverse event include that the patient coughed forcefully during lag and esophagography. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, other generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.